Manufacturer narrative:
The insulin pump alarmed for a button error and had an unresponsive act button due to a flattened act dome switch. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratches on the display screen.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.